Event description:
It was reported that the customer experienced consecutive cartridge alarms on their pump from (B)(6) to (B)(6) 2025, which resulted in their blood glucose level exceeding a high threshold, although the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. Technical support confirmed the alarms and decided to replace the pump, instructing the customer to use a backup insulin pump in the meantime. The customer was provided with instructions for returning the malfunctioning pump and was scheduled to receive a replacement with the necessary guidelines for its setup and use.